Event description:
Provider alleged the aluminum pail holders both broke free while customer went to sit down, causing the customer to fall to the floor between the frame. End user alleged they received scratches and abrasions on body. End user alleged they were minor. No medical attention. Provider calling in for customer. End user has only had 3 weeks.